Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that occlusion issue with the infusion set site within 3 or more hours after insertion. The insertion site of the infusion set was at abdomen. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and regularly rotated the site location. The customer drunk water to address high blood glucose. The customer resolve their issue by changing soft cannula infusion set only and resumed insulin. No further information available.